Manufacturer narrative:
Additional information was added to h3, h6, and h11: h11: the device was received for evaluation. Visual inspection was performed and damage was observed to the heat seal bead. Leak testing was performed and a leak was observed at the damaged heat seal bead. The reported condition was verified. The cause is a manufacturing related issue during the rf welding process causing an insufficient heat seal bead. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the patient line tubing of a homechoice automated pd set with cassette. The hole was in the tubing right at the base of the connector. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.